Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately two months prior to the date of this report a pump refill was performed. After the refill, a ¿big event¿ occurred. The patient was obtunded and had to stay "in house." It was unknown how long after the refill the patient experienced the symptoms. The pump was programmed to the minimum rate mode and the patient regained consciousness. The pump has remained in minimum rate mode to date and the patient was now doing ¿fine.¿ the drug was tested and reportedly the pharmacy who supplied the drug made an error. The drug placed in the reservoir was 30mg/ml instead of the 30ug/ml labeled on the syringe and programmed. This device system delivered dilaudid. Additional information was requested. It was further reported that the physician noted that the patient¿s concentration was supposed to be 30ug/ml but the pharmacy actually sent 30 mg/ml. The patient experienced respiratory arrest and was on a ventilator. The physician confirmed the patient was doing fine and had no lasting effects from the incident.